Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent hip surgery using trident acetabular hip components on (B)(6) 2008. It is alleged the patient began to experience clicking in the joint on (B)(6), 2013, her right hip ball came out of joint or dislocated. The patient was revised on (B)(6) 2013.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. Insufficient medical records were received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for this lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent hip surgery using trident acetabular hip components on (B)(6) 2008. It is alleged the patient began to experience clicking in the joint on (B)(6) 2013, her right hip ball came out of joint or dislocated. The patient was revised on (B)(6) 2013.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.